Event description:
During an atrioventricular tachycardia (avrt) procedure, an effusion occurred on the left side of the heart. At the end of the procedure, when checking the pericardial space, the patient became hypotensive and an echocardiogram revealed an effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices used.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.